Manufacturer narrative:
The hill-rom technician found the micro-climate blower needed to be replaced. The technician put in an order with technical support to complete the repair. The patient was being treated with silvadene cream. The patient has been admitted to the hospital and the doctor will advise whether or not surgery is necessary. A stage 4 pu is full thickness tissue loss with exposed bone, tendon or muscle and therefore meets the FDA definition of serious injury and the (B)(4) definition for serious deterioration in state of health as it necessitates medical or surgical intervention to preclude permanent damage to a body structure. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient had developed a wound on his left side buttock and it quickly progressed to a stage 4. The bed was located at the account. There was a patient/user injury reported. This report was filed in our complaint handling system as complaint #.